Event description:
It was reported that an ilet user awoke with hyperglycemia and observed a pump prompt to disconnect tubing during an apparent in-progress supply change, after which the user exited the routine, refilled the tubing until drops were observed, and reconnected, with blood glucose measuring 319 mg/dl. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention, and no alarms. Investigation included user interview and troubleshooting education regarding correct supply change workflow and confirmation of tubing priming. Investigation of this case revealed an unclear cause, with potential inadvertent activation of the supply change sequence during sleep and no evidence of incomplete tubing fill after re-prime. It was concluded that the event was user-reported hyperglycemia with cause unclear, with device function not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.